Manufacturer narrative:
On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the surgeon who performed the surgical procedure. According to the surgeon, the anastomotic leak experienced by the patient was discovered during a mini laparotomy procedure. The patient had crohn's disease and the affected tissue was already diseased. The surgeon indicated that the leak was identified in the proximal crotch of the first staple line in which the endowrist stapler 45 system instrument was used. The affected area was repaired with suture through the mini laparotomy incision. Reportedly, the surgeon did not experience any error messages or hear any audible tones while using the instrument that would indicate that there were any issues with instrument. There was no malfunction of the endowrist stapler 45 instrument and/or stapler reload. An ethicon circular stapler was also used during the surgical procedure. The surgeon indicated that during use of the instrument, he observed that the patient's tissue was bunching in the crotch of the instrument as he attempted to apply staples across the rectum in one application. It was the surgeon's belief that the anastomotic leak experienced by the patient was likely due to tissue bunching as he indicated that the leak appeared at the initial firing where tissue would have been in the proximal crotch of the endowrist stapler 45 system instrument away from the end-to-end and ethicon circular stapler anastomosis. The surgeon indicated that the patient is recovering fine. This complaint is being reported due to the following conclusion: the patient experienced an anastomotic leak after undergoing a da vinci sigmoidectomy procedure. Based on the information provided, it has been determined that the anastomotic leak was unrelated to a malfunction the endowrist stapler 45 system instrument and/or stapler 45 reload, but rather related to the surgeon's technique. The instruments and accessories user manual specifically states: warning: ensure the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue within the jaws may result in an incomplete staple line.

Event description:
It was reported that approximately 2 days post op, a da vinci sigmoidectomy procedure, it was discovered that the patient had an air leak in the staple line.